Event description:
Country of complaint: (B)(6). Gauge of suture is incorrect, results in breaking of skin at knotting.

Manufacturer narrative:
(B)(4). Mfg site eval: rec'd 1 open (unused) sample with the batch number not visible (a piece of pouch with this data is missing). W/o the batch number, the batch mfg record can not be reviewed. Nor stock review is possible. Visually, thread surface appearance is correct. Diameter result of the sample rec'd is 0.486 mm in average and fulfils the requirements of the OEM for this size and thread. Diameter average value is in the higher range of OEM requirements for usp 1 size. In view of the info given, this complaint is considered not justified. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.